Manufacturer narrative:
Product analysis observation: macroscopic and optical examination revealed initial portion of thread damaged, followed by vertical thread crest damage on one side of the thread; the location, length, and vertical direction of the damage is consistent with initial misalignment of the set screw to the mas head, followed by thread jumping. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. Conclusion: the above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that during a spinal surgery, two screws slipped and had to be replaced to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.